Event description:
The customer reported that the cine function was not operating properly. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. An sbc (single board computer) upgrade was performed. The system was tested and found to be working as intended and put back into service.